Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited a remote monitoring alert for a high out of range pace impedance measurement on the right ventricular (rv) lead. The specific measurement value was not available on the remote monitoring system. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) that they could perform a patient-initiated interrogation (pii) of the device to get the out of range measurement value and to see what the pace impedance measurement is currently. Ts noted that based on the impedance trend, there was one recent increase in pace impedance from the baseline of approximately 500 ohms to 785 ohms. Ts questioned if this may be a device header spring contact issue. No nose was observed on stored electrograms. Ts explained to the hcp that they will have to bring the patient into the clinic eventually to clear the alert condition but provided guidance to start with the pii and go from there. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited a remote monitoring alert for a high out of range pace impedance measurement on the right ventricular (rv) lead. The specific measurement value was not available on the remote monitoring system. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) that they could perform a patient-initiated interrogation (pii) of the device to get the out of range measurement value and to see what the pace impedance measurement is currently. Ts noted that based on the impedance trend, there was one recent increase in pace impedance from the baseline of approximately 500 ohms to 785 ohms. Ts questioned if this may be a device header spring contact issue. No nose was observed on stored electrograms. Ts explained to the hcp that they will have to bring the patient into the clinic eventually to clear the alert condition but provided guidance to start with the pii and go from there. The products remain in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that the crt-d device was subsequently explanted and replaced, and this rv lead remains implanted and in-service, connected to the replacement crt-d device. As part of this procedure, the rv lead pace impedance measurement was documented to be 408 ohms when connected to the replacement crt-d device. This is within normal pace impedance specification limits. There were no patient symptoms or adverse patient effects.